Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case . The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint inability to advance delivery system through sheath was unable to be confirmed as provided imagery suggests the sheath was fully expanded. However, the complaint of sheath liner delamination was confirmed based on imaging evaluation . For the complaint of inability to advance delivery system through sheath, an existing edwards technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per provided information, there was presence of tortuosity in patient's access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per provided information, there was presence of calcification in patient's access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. For the complaint of sheath liner delamination, per the event description, ''as per the evaluation of the device photos provided, it was determined that the first esheath used during procedure presented full liner delamination''. Per evaluation of the provided imagery, the sheath liner appears to be fully delaminated. In this case, it is possible that the profile of the valve struts caught onto the sheath liner near the sheath tip and lead to the delamination during retrieval into the sheath. Additionally, it is possible that the devices were not coaxially aligned during withdrawal, which can also lead to the crimped valve catching onto the sheath liner and delaminate it during retrieval, especially when compounded with vessel tortuosity. If there was any withdrawal difficulty, the operator may have applied excessive manipulation, which can further delaminate and invert the liner as the delivery system is pulled through the sheath before being removed as a single unit. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, withdrawal of crimped valve, valve caught on liner) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events ar e reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16861 and 2015691-2023-16862.

Event description:
Edwards received notification from our affiliate in brazil. As reported, it was an implant case of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During procedure, high resistance was found when advancing the commander delivery system and valve through the esheath, and despite applying a lot of push force the valve did not advance (the valve never exited the esheath distal tip). When removing the commander delivery system, the valve dislodged from the commander and got stuck inside the esheath. The esheath was retrieved from the patient. Per engineering review of the provided images, the esheath liner appeared delaminated and inverted from the distal tip until around the middle of the shaft. The access was changed to the left side. During the second attempt when advancing the valve through the esheath, resistance was noted but the valve was able to be advanced. When deploying the valve, the connection of the inflator syringe came loose. The team tried to re-connect, but it was connected to another port by mistake. As the balloon was not inflating (valve remained crimped), the system was removed as a single unit. After removal, it was seen that inflator syringe was incorrectly connected. The patient experienced a dissection of the left iliac artery likely due to the resistance found when advancing the valve/delivery system through the esheath. The patient was able to successfully received a valve implant. Vascular intervention was performed to repair the iliac dissection and blood transfusion by given. The patient remained hospitalized in ICU in regular condition.